Event description:
The customer contact reported the pt received more medication than intended. At 0800, the nurse programmed the device to deliver heparin 25000u/250ml, with a dose of 700u/hr, at a rate of 7ml/hr, a vtbi (volume to be infused) of 250 ml, and the delivery was started. At 0830, the device alarmed for vtbi complete. A second nurse responded to the alarm and noted the heparin container was empty. The second nurse notified the first nurse that the heparin container was empty. The deliver was stopped and the device was removed from clinical service. The physician was notified. At 0857, labwork was drawn. The results were reported as, ptt (partial prothrombin time) 200 seconds, pt (prothrombin time) 130 seconds, and inr (internation normalized ratio) 54.2 seconds. The pt was treated with twice with protamine sulfate 50mg ivp (intravenous push) over 10 minutes. The pt was also treated with 25mg of vitamin k ivp. The customer contact reported that the pt remained "stable and there were no signs of bleeding." At 1200, the pt was transferred to the swing bed unit. It was reported that the heparin was not restarted. At 1820, the pt was started on oral unspecified concentrations of coumadin and lovenox. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.